Event description:
It was reported via literature that the closure device did not seal and a thrombosis occurred four years post implant. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. At the 45 day imaging appointment post implantation, a 6mm peri-device leak around the closure device adjacent to the coumadin ridge was identified. This leak was not treated. The patient was on daily aspirin treatment for stroke prevention at presentation for the 45 day follow up. In (B)(6) 2021, approximately four years post index procedure, the patient presented with dyspnoea. An echocardiogram was performed, which revealed a large, mobile, pedunculated thrombus that was 10mm x 15mm in size. The patient was started on heparin. Four days following the diagnosis of thrombus, the thrombus size appeared unchanged, and the heart team intervened. A percutaneous aspiration of the thrombus was performed on the same day. The patient had no neurological symptoms or major clinical effects following the procedure and was started on apixaban medication. At the one month follow up in (B)(6) 2021, the patient continued to tolerate oral anticoagulation without any side effects.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2017 as the leak was noted in (B)(6) 2017 in the article. Implant date - estimated as (B)(6) 2017 as the procedure took place (B)(6) 2017. Literature citation: vyas r, kohler c, pershad a. Percutaneous extraction of a large device-related thrombus on a watchman device: a case report. Eur heart j case rep. 2021 dec 16;6(1):ytab517. Doi: 10.1093/ehjcr/ytab517. Pmid: (B)(4); pmcid: (B)(4).